Event description:
A fracture of the proximal third of the humerus was corrected by implanting a proximal 6 hole humerus plate. During implantation, a locking screw was added to a non-locking slot. Addition of this screw caused the fracture in the bone to propagate event more distally. The plate and the screws were removed and a longer, 10 hole humerus plate was successfully put in its place, resulting in good reduction of the fracture.

Manufacturer narrative:
Add'l mdrs associated with this event: MDR 3025141-2014-00139: plate; MDR 3025141-2014-00140: screw 1; MDR 3025141-2014-00141: screw 2; MDR 3025141-2014-00142: screw 3; MDR 3025141-2014-00143: screw 4; MDR 3025141-2014-00144: screw 5.